Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148 - 2024 - 09650 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited a blackout due to a printed circuit board failure. There were no reports of patient involvement.